Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was placement difficulty with the right atrial (ra) lead. The screw was extended three times but would not engage and dislodged. The screw would then not retract while in the body. For a final time the lead was attempted but could not be placed. The lead was therefore replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.